Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The reload 60 reload was analyzed and the complaint was not confirmed by failure analysis. The reload was placed in an in-house stapler instrument and on an in-house system and passed reload recognition multiple times using two different in-house instruments. Additionally, the reload was found to have cartridge damage at the proximal end. No material appeared to be missing. A visual inspection was performed and the reload was found to have missing staples. Upon inspection, the returned reload appeared unfired. The blade was still in the proximal position and no pushers had been deployed by the shuttle. The reload was missing four staples. Dried bio debris was observed at the distal end.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 60 sureform reload was not recognized with the new refill. The procedure was completed with no reported injury. Intuitive surgical (is) contacted the site and obtained the following additional information regarding this event: the surgery was completed with the same stapler; however, a new reload was used.